Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, the iol turned inside out despite used normally. According to the reporter it was unlikely that this could be just a handling issue. The surgery was completed without product replacement. The lens remains implanted in patient's eye.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. It was indicated no further information could be provided. The instructions for use (IFU) instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counter-clockwise towards bevel right as needed to place the lens anterior side up. If these steps are no followed the lens may delivery incorrectly into the eye. The manufacturer internal reference number is: (B)(4)

Event description:
According to additional information received, the event was clarified as "iol came out of the device reversed". No further information is available